Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. Patient had an esophagogastroduodenoscopy (egd) with dilation on (B)(6) 2017. Patient treated with oral steroids to treat dysphagia symptoms with only minimal improvement. Device explant due to dysphagia occurred without issue on (B)(6) 2017; a toupet fundoplication was performed at the time of explant. Device was found in the correct position/geometry at the time of removal. Patient was having no dysphagia as of (B)(6) 2017 appointment.